Event description:
I had an adverse reaction to the procedure "novasure" an uterine ablation device. I had to have the procedure done because of anemia due to heavy menses. In (B)(6) 2011, I had the "novasure" procedure done, in (B)(6) 2011, I was admitted to the hosp because I had an abdomen full of abscess. I had to stay in the hosp for 14 days on antibiotics and tpn with drainage of 2 of the abscesses. Even though I have been diagnosed with crohn's, I was feeling fine before the procedure and am sure that this device has done damage. In retrospect that is 1 minute and 30 seconds of electrical current burning skin?